Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. Analysis found that power supply did not pass tests and during output testing dc voltage dropped from 5.1 to 4.5 vdc and continued to drop but remained stable at 4.29 vdc. Power supply was unstable . Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated however an error was found in the error logs followed by another error. Representative replaced power supply. The imaging system then passed the system checkout and was found to be fully functional. The power supply has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
Medtronic received information regarding an imaging device during a spinal fusion procedure. It was reported intraoperatively that the device was not taking 2d images. The site rebooted the device, but the issue was not resolved. Navigation and imaging was aborted, and the site used a second device to proceed with the procedure. It was reported that rebooting the imaging system resolve the issue. Surgical delay was 45 minutes. No known impact on patient outcome.